Event description:
It was reported that there was an isolated measurement of high out of range left ventricular lead impedance by the device. The issue could not be reproduced. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.